Event description:
Patient report rupture diagnosed by an MRI and an ultrasound. Physician confirms rupture and capsular contracture baker grade IV diagnosed by an MRI, ultrasound and palpation. This relates to the right device. Device has been explanted and replaced.

Manufacturer narrative:
Device photograph(s) evaluation: the photograph(s) received of the device is unable to undergo visual analysis due to the quality of the photo or the view of the device in which the photo was taken. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV.

Event description:
Patient report rupture diagnosed by an MRI and an ultrasound. Physician confirms rupture and capsular contracture baker grade IV diagnosed by an MRI, ultrasound and palpation. This relates to the right device. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Event description:
Patient reported right side rupture diagnosed by MRI and ultrasound. Physician confirmed the rupture and capsular contracture baker grade IV via MRI, ultrasound and palpation. The device has been explanted and replaced.